Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture medical device removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿tribocorrosion in shoulder arthroplasty humeral component retrievals¿ by matthew g. Teeter, phd; michael j. Carroll, md, frcsc; gilles walch, md; and george s. Athwal; published in the journal of shoulder and elbow surgery, 2016, was reviewed. The article¿s purpose was to evaluate the presence of tribocorrosion in retrieved humeral total and hemiarthroplasty modular implants. We hypothesized that we would see mild or no corrosion or fretting damage at the modular connections of shoulder arthroplasty retrieval implants. There were 28 implants explanted, two were ap, depuy. The rest were competitors. Out of the two depuy ap implants, there was no evidence of corrosion on the connector, but one had mild fretting on both the head and stem sides this implant was explanted because of infection. The second one, was revised due to implant instability. The implant had mild corrosion on the head side of the connector but no corrosion on the stem side and had no visible signs of fretting on either connector side.